Event description:
During use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported the roller pump display went out. The perfusionist finished the case by controlling the pump via the central control monitor (ccm). The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.